Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette detect error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint of cassette detect error. Service history review identified this device has not been in for service in the previous 12 months. Reported problem could not be duplicated with functional testing. Problem was confirmed with event log history. The downstream occlusion (dso) seal showed minor bubbling. Contamination was found around the latch/lock area and dso sensor area. The probable cause of the reported problem was contamination. Preventively replaced dso sensor and cleaned the contamination. Device passed all functional tests post repair.